Event description:
It was observed that during the device evaluation, the subject device exhibited abnormal image, the unit does not start up, front panel does not function, failure of circuit printed board, failure of the patient board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.